Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Mixing pump was found to build no pressure as it has been too weak to work properly. Mixing pump was replaced during the pm process. No water filling possible, circulation pump has been found to build no pressure as it has been too weak to work properly. Fill tube very dirty. The device underwent pm servicing while in for repair. Circulation pump, heater, and both drain ports were replaced. Fill tube was replaced. The device passed the procedure and can be placed back into normal use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device error code 80 (non-recoverable system error). Per additional information received on 16feb2023, device would be sent to crs medical for repair. Patient was involved but therapy could be finished. There was no negative impact. Repairs have not been completed yet per sample evaluation result received on 06apr2023, no water filling was possible, circulation pump has been found to build no pressure as it has been too weak to work properly. Fill tube very dirty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device error code 80 (non-recoverable system error). Per additional information received on (B)(6)2023, device would be sent to crs medical for repair. Patient was involved but therapy could be finished. There was no negative impact. Repairs have not been completed yet